Manufacturer narrative:
(B)(4). Report source foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00837.

Event description:
It was reported that the patient underwent a revision procedure two days post implantation due to disassembly of the g7 double mobility system with head and poly posterior luxation. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with medical records and product received. Upon visual inspection, damage is seen on the spherical surface. The spherical diameter is conforming to print specification. Impressions: 1. Left total hip arthroplasty with evidence of posterior and superior dislocation but evidence of reduction of the left hip. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.